Event description:
It was reported that during implant attempt, the atrial lead could not be implanted in a stable position and that it dislodged six times. Eventually, it was implanted in the right ventricle, along with the rv (right ventricular) lead. The device was programmed to vvir mode and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).